Event description:
On an unknown date in 2010, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Implanted device information is unknown. (Possible device size: trunk ipsilateral leg endoprosthesis 28 mm, contralateral leg endoprosthesis 20 mm or 23 mm but not confirmed). Postoperative CT angiography showed a type ii endoleak and suspect of a type iiib endoleak from the left leg and a type ib endoleak from the right leg. On (B)(6) 2023, reintervention was performed. Intraoperative angiography identified a type ii endoleak from the iliolumbar artery, so the vessel was coil embolized. The suspected type iiib endoleak and the type ib endoleak were not confirmed by angiography. Since there was a tendency of aneurysm enlargement, additional stent grafts were implanted both in the left and right legs as preventive treatments. The procedure was completed. The physician concluded that there was a type ii endoleak and denied type iiib and type ib endoleaks.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown (information was requested). H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.